Manufacturer narrative:
Correction: h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint regarding a brunt instrument was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument pulley cover was burned, and it was subsequently recalled. There was no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Isi followed up with the initial reporter and obtained the following additional information: customer stated that there was arcing observed during the procedure and it occurred during cauterizing. The other instruments involved was a fenestrated bipolar forceps instrument and a cadiere forceps instrument. It appeared that the arcing originated from the maryland bipolar forceps instrument. The surgeon believes that the arcing occurred because it was connected to the vio3. There was no injury to the patient, the instrument was inspected prior to use and there was no damaged out of the ordinary. The surgeon believes that the thermal damage happened because it was energized at the time of water delivery. There was no collision and there are no photographic images available for review.

Event description:
Refer to h11 for follow-up information.